Manufacturer narrative:
Additional manufacturer narrative: the device has not been returned to edwards; therefore, analysis of the valve could not be performed to confirm the reported event. Requests for additional information and return of the product have been performed; however, no additional information has been received at this time. The root cause of this event cannot be determined based on the information provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted three (3) years and five (5) months, was explanted. The reason for explant is unknown. The explanted device was replaced with another edwards bioprosthetic valve. No other details have been provided.

Manufacturer narrative:
Additional manufacturer narrative: the operative report was provided by the hospital. It was learned that the device was explanted due to severe mitral regurgitation. Pre-op transesophageal echocardiogram demonstrated global left ventricular dysfunction. There was global hypokinesis with an ejection fraction of around 10% to 15%. Severe central mitral valve regurgitation was also noted. During explant, there was a large amount of scarring and inflammation on the posterior annulus, which was debrided. The annulus required repairing with a pericardial patch. The explanted valve was replaced with another edwards valve. Post-op echo demonstrated good prosthetic valvular function. There was mild expected central mitral regurgitation and no perivalvular leak. Regurgitation of aortic and mitral valves may be caused by many different root causes. It was noted that there was a large amount of scarring and inflammation on the posterior annulus. The explanted device was not returned for evaluation. Unfortunately, the root cause of this event cannot be confirmed with the available information. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.